Manufacturer narrative:
B5: upon follow up, it was reported that the cause of the peritonitis was due to constipation. The same day as event onset, the patient was hospitalized for the event (previously unreported). Six days after hospital admission, the patient was discharged from the hospital. On an unreported date, antibiotic treatment was discontinued. At the time of this report, the patient was recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause was unknown. On an unreported date, the patient was hospitalized for cloudy effluent. On the same day as the event onset, the patient was treated with vancomycin injection (1 g, route, frequency and duration were not reported) and ceftazidime injection (intraperitoneal, start dose, frequency and duration were not reported) ongoing for peritonitis. At the time of this report, the patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.